Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The investigation concluded that the fracture of the returned device occurred from a shear overload condition. It was also concluded that there is no indication the event is related to a manufacturing issue. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there has been 1 other event for the lot referenced. Visual inspection: the device was confirmed to be damaged and as it was in a twisted position with the shaft fractured. Material analysis concluded that: "the wires of the flex shaft broke from a shear overload condition in a ductile manner. Eds showed the wires of the flex shaft to be made of the 17-7ph stainless steel alloy. No material or manufacturing defects were observed during this examination." No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that while doing a left total hip a flexible drill shaft driver came apart and a piece of the shaft was left in the patient. The piece was not noticed till post op x-ray.

Event description:
It was reported that while doing a left total hip a flexible drill shaft driver came apart and a piece of the shaft was left in the patient. The piece was not noticed till post op x-ray.